Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported that 5 times the soft cannula slipped out of the skin during use - cannula stuck between skin and infusion set adhesive. When the cannula is pulled out it is bent and insulin leaks. No adverse event alleged. A request was made for the return of the device.